Event description:
This is a report from a consumer with supplemental information received from a peritoneal dialysis nurse (pdn) in (B)(4) of break in aseptic technique, minicap fell off, and peritonitis in a home patient (hp) coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the hp began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported by the consumer. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. The reporter stated, the cause of the peritonitis was a break in aseptic technique (details not provided). Per the consumer, the hp was not hospitalized for the event, culture results were unknown and treatment was not reported. No further information was received at the time of the initial report. On (B)(6) 2012, baxter product surveillance (ps) contacted a pdn and received the following additional information. The pdn confirmed the event of peritonitis and that the hp was not hospitalized for the event. Per the pdn, on (B)(6) 2012 the hp began treatment with vancomycin, 1 dose per day, for 3-4 weeks. On (B)(6) 2012, vancomycin was discontinued and the patient's treatment was changed to levaquin, 500 mg, every other day for 21 days. The pdn reported that the cause of the peritonitis was due to the patient's minicap (lot number not reported) falling off. Per the hp and the pdn, the cause of the minicap falling off was due to the patient not fastening the minicap onto the transfer set securely. It was reported to the pdn that early one morning (date unspecified) the hp noticed that the minicap, attached that morning, had fallen off and was missing from the end of her transfer set. The hp reported to the nurse that she probably didn't put the minicap on tight enough and therefore it fell off. The patient did not know how long (length of time) the minicap had been off. Upon noticing that the minicap was missing, the patient retrieved a new minicap and connected it to the port of her transfer set. The pdn reported that on (B)(6) 2012, she replaced the patient's transfer set with a new transfer set. The pdn confirmed that the hp has recovered from the event of peritonitis, there have been no further issues and the hp is continuing with pd therapy. Concomitant therapy was not reported. Per the pdn, the cause of the peritonitis was due to the minicap not being tightened well enough by the hp and not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a breach in aseptic technique described as the minicap fell off due to the patient not fastening the minicap onto the transfer set securely. The assignable cause for the breach in aseptic technique is not determined. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device.